Manufacturer narrative:
The affected legion dished articular inserts were returned and evaluated. A visual inspection of the products found moderate damage on the locking detail feature. A dimensional inspection was attempted; the damage/deformation at several features of the devices would not allow for accurate measurement. The devices were manufactured in 2013. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that when trying to implant, both of the final polys would not completely seat into the tibial tray, even though both locking mechanisms appeared to be in good condition. A delay greater than 30 minutes was reported due to this event.